Manufacturer narrative:
The split tubing caused an interruption of therapy that could lead to hypoxia.

Event description:
An update from our clinical team on a home visit with a patient where the high flow cannula has split at the connection where the clear tubing feeds in the green section. Patient noticed when he felt the oxygen was escaping. No packaging to see which batch this was from.

Manufacturer narrative:
The split tubing caused an interruption of therapy that could lead to hypoxia complaint history reviewed. There has been 1 similar complaint in the previous 24 months for 1600hf cannula. Background information reviewed. Pictures show tubing disconnection at the wye. Complaint confirmed. Most probable root cause is poor mek bond strength. Poor mek bond strength can be caused by several factors, including aging of the cannula, poor mek application during manufacturing, or extended use of the cannula. Risk(RMA-20017a): r26: oxygen delivery interrupted - cannula components not bonded together securely - s=8 o=2 rpn=16. Rpn < 25, therefore risk is acceptable.

Event description:
An update from our clinical team on a home visit with a patient where the high flow cannula has split at the connection where the clear tubing feeds in the green section. Patient noticed when he felt the oxygen was escaping. No packaging to see which batch this was from.